Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, they received a drill disconnect error. They could not continue and had to quit. After that, the case reflected that it was completed, but they were only on the tibia. So, they shut down the cori and rebooted, got back into the case, unplugged and replugged the real intelligence robotic drill and the checkmark only flashed and would not read that the drill was plugged in. The real intelligence cori froze and they did a hard shut down (case- (B)(4) and case- (B)(4) ). They opened a new trail, got back in the case and the same thing happened with a second drill; and hard shut down again (case- (B)(4) and case- (B)(4) ). The procedure was completed with manual instrumentation without significant delays. The patient was not harmed beyond the reported problem. After the case, they rebooted and started a new case, all the drills did the same thing. Upon numerous reboots, drills would not connect. They ended up with gray x's instead of flashes. The console never read the drills. During a second evaluation, it was confirmed that the drills would not establish a connection with the cori console when try to run a drill diagnostic test or when attempting to establish connection for a case. Moreover, both drills have long attachments locked onto them (case- (B)(4) and case- (B)(4) ).

Manufacturer narrative:
The real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The software files were downloaded from the device and provided for investigation. Screenshot review confirmed several system time out errors in the tibia bone removal screen, where the user subsequently quit the application. It was also confirmed that the user re-entered the case and received the system time out error at the connection screen, and that the user had to quit and re-enter the case twice more, the last attempt was with a different drill. The robotic drills (pn: rob10013) used in this case were returned for evaluation. Drill (B)(6) was confirmed to have a non-conforming exposure motor, being the likely cause of its inability to be read by the console when connected. Drill (B)(6) was functionally evaluated and it functioned as intended. It is possible that this drill has an intermittent exposure motor issue. Therefore, the console likely operated as intended, as the drills were the likely causes of the reported errors. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.